Manufacturer narrative:
Information was received that the primary alarm failure occurred at power on self-test (post). This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on this information, this is no longer a reportable event.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "primary alarm failed" (diagnostic code 1102), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "primary alarm failed" (diagnostic code 1102), had occurred. The investigation is ongoing.